Event description:
The plaintiff's attorney alleged that the decedent experienced congestive heart failure and cardiac arrest on or about (B)(6), 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.